Event description:
The report from the affiliate indicated that the physician could not withdraw the coil during coil re-positioning. The target lesion was the internal carotid artery. There was no reported calcification or tortuosity. After placing three (3) 18 mm coils into the aneurysm, the physician thought that the next 18 mm coil was too big, so he decided to exchange for a 16 mm coil. He attempted to re-zip a few times, but was not successful, so he pulled the coil as much as possible and then withdrew the system. He then tried to exchange to a 16 mm coil, but was not able to disconnect the syringe from the hub. He then used a nipper to attempt to disconnect but was not successful. The procedure was completed successfully with a boston scientific gdc coil of unknown size. There was no reported pt injury.

Manufacturer narrative:
During a coiling procedure to the internal carotid artery, it was reported that the physician was unable to re-zip the coil. The vessel was described to be without calcification or tortuosity. There was no reported pt injury. There are no identified pt factors contributing to the re-zipping difficulty. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. The product was returned for inspection. The dcs unit was received intact with the coil deployed and the syringe was rec'd intact with clinical liquid inside. One non-sterile dcs coil was rec'd tangled inside of a plastic bag. The unit had multiple kinks and bends along the delivery tube and support coil. Also, the introducer had some bends. The introducer was rec'd mounted on the coil and only the distal end was zipped. The coil was rec'd attached to the gripper. The hub was broken at the connector. No functional test could be done due to the rec'd conditions. Manufacturing records for involved lot and subassemblies were reviewed and results indicate that product and subassembly met quality requirements for product acceptance. The cause of the zipping difficulty could not be conclusively determined, however, the delivery tube condition might have contributed it. The cause of the bends and kinks on the delivery tube could not be conclusively determined, but it does not appear to be manufacturing related. A 100% final inspection is in place to prevent damaged units before leaving the facility. Therefore, no corrective and preventive actions will be taken at this time. The cause of the zipping difficulty could not be conclusviely determined. However, the condtion of the returned delivery tube suggests that handling of the system may have contributed to the reported inability to re-zip the sysem. Cause of the bends and kinks on delivery tube could not be conclusively determined, but it does not appear to be manufacturing related. Please note that this is the initial/final report for this product.